Event description:
Customer called lfs on 08/9/02 alleging their ot basic meter was prompting clean test area, was previously reading inaccurately erratic. The clean test area issue was not resolved with troubleshooting. The customer did not experience any adverse events. Meter has been replaced. Customer also reported experiencing inaccurate erratic results with a ot basic meter. Their blood glucose results were 250 mg/dl and 150 mg/dl. Tests were done within 10 minutes with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.